Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the electrode of the user's right implant extruded through the obliterated ear.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode into the external ear canal. Furthermore, the active electrode migrated completely out of cochlea. This is a final report.

Event description:
It was reported that the electrode of the user's right implant extruded through the obliterated ear, without any trauma or infection reported. On (B)(6) 2024 the device was explanted. As per the explant report form the electrode array was also found to be completely out of the cochlea. The user refused to undergo re-implantation.